Event description:
It was reported that (1) device was used during a laparoscopic nephrectomy. It was reported by the rep that the surgeon performed the case for about 3 hours. The lcsc5 locked out for no reason. Also when passing the irrigation through the 355hr trocars, housing began to leak. The three housings had to be replaced in a 15 minute period.